Event description:
The physician intended to use a euphora balloon catheter to treat a severely calcified, severely tortuous lesion in the rca. The lesion had 100% stenosis (chronic total occlusion). There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. A balloon burst, leak or catheter leak occurred during balloon inflation. Inflation pressure of 12 atm for 20 sec was applied to the balloon prior to the rupture/burst or leak. Post-dilation was performed. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No patient injury.

Manufacturer narrative:
Additional information: the device was moved/re-positioned prior to the burst as slight difficulty was encountered while crossing the lesion and the position was adjusted during delivery. The device was not moved in the inflation phase. The pressure dropped gradually on the inflation device. The burst/leak occurred on the first inflation. The device was not being used to pre or post dilate a deployed stent. The physician completed the procedure after the additional use of a balloon catheter, by implanting a stent. If information is provided in the future, a supplemental report will be issued.